Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with symptoms of fatigue and their heart rate was "around forty five", which is below the lower rate limit. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.